Manufacturer narrative:
The loosening of the glenoid poly could not be confirmed with the information available. The device is not visible on x-ray. The device was returned and was found to be cracked and chipped around the edges. The spherical surface is worn and cracked. Traces of bone cement were found around the keel and the pegs are slightly bent but not broken. The cause of the event is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a revision surgery was performed due to a loosening of the glenoid component and a central glenoid defect. No further information received.